Manufacturer narrative:
Additional information wil be submitted within 30 days of receipt.

Event description:
During a pta procedure, the surgeon tried to open a total occlusion of the right posterior tibial artery with a savvy balloon. After balloon had inflated, the physician wanted to deflate to move further, but the balloon did not deflate. The balloon was removed from the patient while still inflated, and once out of the patient, deflation of the balloon was attempted, but this didn't work. He continued the procedure with another balloon and the same inflation device and this worked.

Manufacturer narrative:
During treatment of a total occlusion of the right posterior tibial artery, the savvy balloon could not be deflated after it was inflated. Therefore, the device had to be removed while still being inflated. Once outside of the patient, attempts to deflate it were also unsuccessful. The procedure was continued using another balloon and the same inflation device without any problems. The contrast utilized to inflate the balloon was ultravist with a 50/50 saline to contrast. No damages were noticed on the pta catheter, leaks on the hub or anywhere else. No other solution, other than contrast or saline was utilized to inflate the balloon. No blood was accidentally injected into the balloon inflation port. No further information was available. A non sterile savvy 2.5 mm x 10 cm was received. The balloon appears as if it had been inflated and deflated. Residues of inflation media were observed in the inflation media and balloon. The balloon was fully deflated. No other visual anomaly was observed on the received unit. The balloon was inflated and deflated. The deflation time of the balloon was 10 seconds, within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported deflation difficulty was not confirmed, no difficulty was experienced during the functional analysis of the received product. Based on the reported information and the analysis of the returned device, no conclusion can be made regarding the reported inability to deflate the balloon. There is no indication that the event is related to the device design or manufacturing process and unknown procedural factors may have contributed; therefore no corrective actions will be taken at this time.